Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump had an intermittent power issue. The reporter denied any damage to the battery cap or battery compartment and denied any moisture in the pump. During troubleshooting, the reporter inserted a battery from a new back but the pump did not power on appropriately. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: the black box data from the time of the alleged complaint was unavailable for review due to continued pump use. The available black box data did not show any evidence of power issues. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no power issues occurring. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).